Event description:
It was reported that intermittent occlusion alarms occurred. The issue caused the customer's blood glucose level to rise to 516 mg/dl on (B)(6) 2025. The customer addressed the high blood glucose level by using a correction injection via multiple daily injections (mdi). Customer changed the infusion set and cartridge and resumed insulin therapy. No third-party assistance was required. Ultimately the customer reverted to an alternate method of insulin therapy.